Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac compass displayed invalid data. The right ventricular (rv) his bundle lead exhibited chronically low r waves. The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.